Event description:
(B)(4).

Manufacturer narrative:
Add'l manufacturer narrative: the prismaflex m100 set was discarded and not available for inspection. There was no leakage reported during the priming or during the treatment. The review of the complaint history files and device history record for lot number 14a2102g show no nonconformities and no similar complaints. The exact root cause of the reported event remains unk.